Event description:
A dissection was observed in the left sfa during the procedure; the dissection was not treated emergently, but it was repaired with a balloon. The case was finished with the balloon, as it would have been regardless of the dissection.